Manufacturer narrative:
The device was further evaluated in the failure analysis center (fac). The cause of the reported issue was determined to be due to an object being placed on top of the on/off button that was putting constant pressure on the button, causing the device to power itself on and draining the internal hybrid layer capacitor (hlc) batteries. The device was destructively tested.

Event description:
A third-party service agent contacted physio control to report that their customer's device would not power on and was showing all three icons (attention, charge-pak and service wrench). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed the initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio control to report that their customer's device would not power on and was showing all three icons (attention, charge-pak and service wrench). There was no patient use associated with the reported event.